Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead has been showing a downward trend in pacing impedances. At this time an out-of-range impedance alert was triggered. An insulation breakdown was suspected due to the impedance behavior. No evidence of lead noise was observed. The rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead has been showing a downward trend in pacing impedances. At this time an out-of-range impedance alert was triggered. An insulation breakdown was suspected due to the impedance behavior. No evidence of lead noise was observed. The rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead has been showing a downward trend in pacing impedances. At this time an out-of-range impedance alert was triggered. An insulation breakdown was suspected due to the impedance behavior. No evidence of lead noise was observed. Furthermore, low amplitude r waves have been observed. Reprogramming options for monitoring were discussed. The rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead has been showing a downward trend in pacing impedances. At this time an out-of-range impedance alert was triggered. An insulation breakdown was suspected due to the impedance behavior. No evidence of lead noise was observed. Furthermore, low amplitude r waves have been observed. Reprogramming options for monitoring were discussed. The rv lead has been surgically abandoned at this time. No additional adverse patient effects were reported.